Event description:
It was reported that one of the urology technicians came across another kit issue. When they opened the intermittent kit, the catheter was actually sticking out of the sterile packaging (lot#ngju0912 and lot#unk). Per follow up via email on 26nov2024, it was reported that catheter was not used on a patient as the catheter broke sterile field as soon as the packaging was open. Another kit was obtained by the urology tech. When urology tech opened the kit, the catheter was actually sticking out of the sterile packaging. Kit was not utilized and a new sterile kit was obtained.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Visual evaluation of the photo returned sample noted one opened (without original packaging), surestep intermittent catheter tray. Visual inspection of the two-photo sample noted that the tip catheter was sticking out of the sterile packaging. A labeling review was not performed because labelling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No actions can be taken at this time since a root cause was not identified. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one of the urology technicians came across another kit issue. When they opened the intermittent kit, the catheter was actually sticking out of the sterile packaging (lot#ngju0912 and lot#unk).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.